Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray was possible on plane a. The procedure was aborted due to the malfunction. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was a result of a defective fiber optic cable foc x10. A fiber optic cable is sensitive to bending or kinking which can lead to defects if not handled carefully. Depending on the position and radius of a pre-damaged fiber optic cable, a signal is available or not. This was most probably why the error was intermittent. Over time this led to the unavailability of x-ray in one plane of the biplane system while the second plane remained operational. Normal system operation could be recovered following service intervention. The affected fiber optic cable has been exchanged by the local service organization and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.